Manufacturer narrative:
As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported flap was not performed correctly in the unknown of a patient during lasik procedure. Procedure was completed. Additional information has been requested.